Event description:
A customer contacted beckman coulter (bec) in regards to obtaining three (3) discrepant tropnin (accutni) patient results generated on the access2 immunoassay analyzer over the course of two days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013 for one (1) patient sample. The initial accutni result obtained was within the risk stratification range of the assay and was questioned by the laboratory technician. The technician repeated quality control (qc) which recovered greater than 4 standard deviation (sd) high for level 1. The customer recalibrated the instrument with a new lot of reagent (lot # 227993) and repeated qc which recovered within range. The initial sample was repeated three times and resulted in two results recovering within the reference range of the assay and one result within the risk stratification range. The repeat result of 0.04 ng/ml was released out of the laboratory. There were no discrepant results released out of the laboratory. There was no change to patient treatment as a result of this event. The access 2 immunoassay analyzer was used in conjunction with the access accutni reagent (lot # 227992) and calibrator (lot # 222575) for this reported event.

Manufacturer narrative:
The customer utilizes the bd 13x75 mm lithium heparin plasma tubes for sample collections, and centrifuges samples for 5 minutes at an unknown speed. An aliquot of the sample is placed in an insert cup for analysis. The insert cup is then placed in the primary tube and the sample is respun for 5 minutes. Quality control (qc) was within range before the event. The customer indicated that a system check, performed on (B)(6) 2013, was passing. The customer ran qc after obtaining the elevated result and qc was out of range high on (B)(6) 2013. The customer repeated qc, on the same day, using a new reagent lot # 227993 and qc was within the laboratory's established ranges. Bec field service engineer (fse) was dispatched on (B)(4) 2013 and returned on (B)(4) 2013. While service was onsite, the fse noted the incubator belt was hard to move and made loud noises. The fse performed a number of hardware repairs including replacing the incubator belt, analytical module, aspirate probes and tubing. The fse then performed a passing system check but noted fliers when running the high sensitivity system check. The fse noted that no fluid was in the tubing for dispense probes #2 and #3. The fse rebuilt the wash pump. On (B)(4) 2013, another fse was dispatched and verified voltages and alignments, adjusted rv sensor voltages, ran a passing high sensitivity system check, performed a precision test, calibrated all assays, and ran qc. All tests passed within laboratory's specifications. In conclusion, the cause of the discrepant accutni results is due to a malfunctioning wash pump. MDR 2122870-2013-00354 is associated with this reported event which documents the results obtained on (B)(6) 2013.